Manufacturer narrative:
Sc-2317-70: sn (B)(6). The returned lead was analyzed and it was revealed that visual (microscope) and x-ray inspection of the lead revealed that all cables were completely broken at the bent or kinked location of the lead. The bent or kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the clik x anchor resulting in the reported complaint. With all the available information, boston scientific concludes the allegations of inadequate stimulation and high impedances have been confirmed. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point when the lead migrated. The probable cause selected is cause traced to component failure.

Event description:
It was reported that the patient was experiencing inadequate stimulation due lead migration and high impedances. The patient underwent a revision procedure wherein the physician attempted to revise left lead and replace, but due to scar tissue he chose to remove left lead and reposition right lead to midline to cover arms bilaterally. The patient was doing well postoperatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(4). Batch: 5023194.

Event description:
It was reported that the patient was experiencing inadequate stimulation and high impedances due lead migration. The patient underwent a revision procedure wherein the physician attempted to revise and replace the left lead, but due to scar tissue, the physician chose to remove left lead and reposition right lead to midline to cover arms bilaterally. The patient was doing well postoperatively.